Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact. No visible damage was found. 2.2 a functional test was performed. The device passed the self-test. An ops syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 2.5 the device was disassembled, and the inside was investigated. No visible damage was found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the device operated within our specification. No malfunction could be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "freeflow of the drug" customer information: "at some point, the pump turned itself on from the "standby" state and was delivering the drug, which was dangerous for the patient."